Event description:
Additional information received about 5 weeks later reported that the patient had not been scheduled for the replacement as of yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the replacement was completed on the day of this report. All impedances were within normal limits. The patient had stimulation in all areas where he needed it.

Event description:
It was reported that a patient¿s pain stimulation did not seem to be working. The patient stated that he noticed 3-4 months ago that it wasn¿t working as well as it was before and then 6 weeks ago it quit working altogether. The patient noted that it was ok until his stenosis started acting up again. It was reported that there was a communication problem and an implantable neurostimulator (ins) overdischarge was suspected and later confirmed. It was stated that the last successful recharging session was 2 to 6 months ago (it was noted that the patient had reported to the manufacturer¿s representative that they had stopped charging and stimulation stopped 6 weeks ago). It was further reported that over the past 6 months the ins would not hold a charge and recently the patient couldn¿t get any coupling bars on the insr (recharger). It was noted that the caller¿s healthcare professional (hcp) had told him to contact his manufacturer¿s representative. The manufacturer¿s representative later reported that a por occurred and they had performed 5 60-minute countdowns, but the device did not respond after 8 hours. The manufacturer¿s representative noted that the depth appeared to be ok or superficial. It was stated that using the patient¿s insr, using antenna locate (al) they were able to get 94/110, and the location was the same as where they were placing the insr to do the physician mode recharges (pmrs). The manufacturer¿s representative stated that the device was not flipped based on what she was palpating of the device and because the pocket was tight. It was stated that a couple of months ago the recharger had been intermittently working and then finally stopped working. It was further reported that the patient was having the battery replaced. It was stated that they were not sure why it went into that mode, but they were unable to pull the device out after 8 hours so the hcp opted to replace the device at the patient¿s request.

Manufacturer narrative:
Concomitant medical products: product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v128364, implanted: (B)(6) 2010, product type: lead. (B)(4).